Event description:
It was reported the patient was in the hospital the week prior to this report to have her gallbladder removed and she had to be catheterized in order to empty her bladder. The patient went home and was still having problem emptying. The patient turned her stimulation up to 3 and was in pain and screaming. The patient and her husband were able to turn the stimulation down. The patient was going to turn up her stimulation to a comfortable level and monitor her symptoms for 3-5 days. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-33, lot# v701764, implanted: (B)(6) 2011, explanted: product type lead product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).